Manufacturer narrative:
The account found the bed exit control board was shorted and the cause was fluid on the bed exit board. The fluid had gotten on the bed exit control board by housekeeping cleaning the bed. The account let the bed exit board dry and then replaced the bed exit control board to resolve the issue.

Event description:
The account alleged the bed has no function. No injury reported.